Manufacturer narrative:
Device evaluation: in q3 2017, there were 1 instances of power - moisture ingress failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 27 allegations of a malfunction, 15 pumps were returned to animas and investigated. Of the investigated pumps, 14 were found to be malfunctioning due to moisture within the pump. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 27 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power - moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 35-205 pounds and between 6 and 72 years of age. Of the reported patients, 11 were male and 16 were female.

Manufacturer narrative:
Follow up #1 07/29/2017 device evaluation: in q2 2017, there were 16 instances of power - moisture ingress failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.